Event description:
Covidien rec'd info stating that an 840 ventilator had a broken oxygen (o2) sensor. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the o2 sensor. The customer has yet to repair the device. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4). Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one yr from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) yrs. The nominal life of the o2 sensor is 1 yr from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on 23 december, 2013.